Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer was unable to provide pacing via analyzer. The programmer and the analyzer passed the systems test. It was noted that the printed circuit board (pcb) was electrically out of specification. Additionally, the stylus, the company logo, and the slide cover were missing. It was also noted that the side rails were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software. The programmer will be decommissioned as it is no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's analyzer was unable to provide pacing. Troubleshooting steps were performed by updating and testing which resolved the issue. No patient complications have been reported as a result of this event.